Event description:
During an essure micro-insert implantation procedure, a perforation occurred, caused by the micro-insert. The pt's physician stated that since the micro-insert was in the pt's abdomen, it was medically necessary to remove it in order to prevent further harm to the pt.

Manufacturer narrative:
(B)(4).